Event description:
The user facility reported that when the tourniquet cuff was being inflated, the user could hear air leaking during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that when the tourniquet cuff was being inflated, the user could hear air leaking during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.